Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced uncomfortable stimulation during an MRI procedure despite the ipg was placed in MRI mode. Post procedure, the issue was resolved with programming.